Manufacturer narrative:
Date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the tracheostomy tube broke while in the patients neck blocking his airways, it was stated that this happened two times with two devices. No adverse patient effects were reported by the customer. The second event was captured on cc-0209118